Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump has a display anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer was not present at the time of the call to troubleshoot the issue.